Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left ophthalmic carotid artery using a px slim delivery microcatheter (px slim). During the procedure, the physician experienced resistance and was unable to advance a penumbra coil 400 (pc400) through the px slim, and therefore the px slim was removed with the pc400. The physician then re-advanced the same px slim to the target location, and re-attempted to advance the same pc400 through the px slim. However, the pc400 was unable to advance again and therefore the px slim and pc400 were removed from the patient. The procedure was then completed using a new microcatheter, the same pc400, and additional pc400s. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the distal end of the returned px slim was slightly misshaped. Conclusions: evaluation of the returned px slim revealed a small deformation on the distal catheter shaft. This is likely a result of on-label use of the device within distal patient anatomy and was incidental to the reported failure. During functional testing, a demonstration coil was advanced through the subject px slim without issue. The root cause of the reported failure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.